Event description:
It was reportedby the general surgery clinic that the surgeon used the (2) mcl20 in a "bowel case". The clips did not close all of the way when fired with both devices. The surgeon switched to single clip ligation to finish the case. There was no consequence to the pt. No other info is available at this time.